Event description:
Reporting status: serious injury/ medical intervention/permanent damage. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the patient presented with unstable angina in 2009. A coronary angiogram (cag) was performed which revealed 90% blockage in the proximal lad (type-a lesion) with ef-60%. The lesion was pre-dilated with a 2.5 x 15 mm rx voyager and a 3.0 x 18 mm xience v stent was deployed with very good end results. The patient was discharged on dual antiplatelet therapy, four days later. The following month, the patient presented with an anterior wall mi. A cag was performed which revealed that there was acute stent closure (sat) in the xience v stent & ef-30%. An additional ptca was performed with a deployment of 2.75 x 28 mm xience v stent to treat the thrombosis. The patient is asymptomatic, doing fine and still in the hospital. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. The patient effect of mi and thrombosis, listed in the xience v IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. There was no report of any product malfunction during the procedure that could have contributed to the reported patient effects. It is likely the mi was a secondary effect of the thrombosis, which was successfully treated with additional ptca, placement of an xience v stent and required hospitalization. A definitive cause for the reported patient effects and the relationship to the product cannot be determined.